Event description:
In 2009, the patient reported his most recent hba1c was 12.3 with his previous one being 9.2. He stated he was surprised by this as his daily blood glucose readings "hadn't been as high." He stated his doctor said he did not get enough insulin. During troubleshooting, the patient sets his insulin infusion device to beep and vibrate. He found that the up/down buttons on his insulin infusion device beeped but did not vibrate when pressed. Product was replaced and requested to be returned for evaluation.